Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic lower anterior colon resection, on transection of the low colon(sigmoid), the status indicator lights was flashing, the five white lights, handle indicator, adapter indicator and reload indicator was solid. The handle was able to recognize the reload. The stapler was not able to fire, the surgeon was able to press the green button and squeeze the handle. After trying to fire the two reloads with no success. A manual device was opened and a black reload was used to transect the colon. A handle and standard adapter was being used when the two reloads failed to fire. Both reloads loaded with success. All lights indicated everything was a go. The surgeon articulated the reloads. In both attempts, the jaws needed to be opened and closed twice before the firing status light would light up green. Once they saw the green light, the surgeon pressed the green fire button and the status light started flashing. The surgeon pressed the blue button to fire. At this point the firing mechanism made an attempt to move forward but stopped short of moving the knife blade through tissue to complete the case. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.